Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 sensor with the system, and the agent instructed the user to toggle the g7 connection off and on and restart the sensor using code 8001, after which the sensor displayed pairing in progress. Symptoms included no glucose readings due to loss of pairing. Outcomes included temporary interruption of glucose data availability and potential interruption to automated dosing soon. Investigation included customer troubleshooting and education over the phone. Investigation of this case revealed a pairing failure between the continuous glucose sensor and the responsible device, with the issue not isolated to a specific component. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and connection instability.